Event description:
It was reported that the patient presented for generator change. Fluoroscopy revealed that the right ventricular (rv) was fractured and had externalized conductors. The lead was cut, capped, and replaced. The patient was stable.

Manufacturer narrative:
The reported events of lead fracture and the insulation abrasion were not confirmed. As received, only a connector portion of the lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damage consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.